Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the screen issue was caused by a faulty printed circuit board and cable. However, the specific cause of the faulty printed circuit board and cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the front panel malfunction due to a bad motherboard and front panel cable damage. In addition, the a low flow rate value due to a bad motherboard. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation cosmetic damage to the top cover and front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.